Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side ¿issue I'm having with my recalled allergan implants," "peri implant effusion," and "fibrous breast capsule with features consistent with silicone leak." The device has been explanted.